Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 22 february 2021. [Additional information]: the healthcare professional reported that the 79-year-old male patient presented with a left internal carotid artery (ica) t occlusion and a left middle cerebral artery (mca) m1-m2 bifurcation occlusion underwent a mechanical thrombectomy procedure on (B)(6) 2020 using a 5mm x 33mm embotrap ii revascularization device (et009533 / 20f149av). A direct aspiration first pass technique (adapt) was performed with the axs catalyst® 7 catheter (stryker) was on the ica blockage. Recanalization was achieved in the first pass. The embotrap ii device was used per the instructions for use (IFU) and was deployed from the m1 segment to the m2 segment. Recanalization and a thrombolysis in cerebral infarction (tici) score of 2b was achieved. After the procedure, the patient had post-operative consciousness improvement. Post-op day 1, the computed tomography (CT) scan revealed no signs or symptoms. Two days post-procedure, the patient suffered from cerebral edema and re-occlusion. The patient expired at 8 am two days post-procedure. It was reported that there was no damage to the blood vessel. As the patient was being transported, he suffered from obstruction of the ica to mca. As per the physician, these events are considered serious as they resulted in the death of the patient. The physician specifically states that there is no relationship with the embotrap ii device and the reported events, because the patient suffered from obstruction from the ica to the mca. On 10 december 2020, additional information was provided that indicated because the re-occlusion was due to cerebral edema, the symptom of increased intracranial pressure caused an insufficiency in blood flow and obstruction. On 22 february 2021, additional information was received. The official cause of death is cerebral edema and re-occlusion. During the procedure, only one pass was made with the embotrap ii device which achieved a tici score of 2b and there was recanalization observed after the one pass. There was no abnormality on the computed tomography (CT) image post-operative day 1. The additional information also confirmed that there was no performance issue with the embotrap ii device during the procedure. There is no medical evidence to suggest that the arterial occlusion and cerebral edema leading to death was related to the embotrap revascularization device. The physician also reported that the event was not related to the embotrap device. Cerebral edema usually develops between the second and fifth day after installation of stroke, but up to one third of patients may have neurological damage in the first 24 hours after the onset of symptoms. Brain-blood barrier changes occur relatively rapidly in acute ischemic stroke. Review of the available information suggests that the cerebral edema is likely the consequence of the patient¿s underlying disease state. Since the event resulted in a serious health deterioration of the patient and his eventual death and since the relationship of the device to the reported event cannot be excluded; the event is considered MDR reportable with the classification of ¿death.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient date of birth, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that the (B)(6) male patient presented with a left internal carotid artery (ica) t occlusion and a left middle cerebral artery (mca) m1-m2 bifurcation occlusion underwent a mechanical thrombectomy procedure on (B)(6) 2020 using a 5mm x 33mm embotrap ii revascularization device (et009533 / 20f149av). A direct aspiration first pass technique (adapt) was performed with the axs catalyst¿ 7 catheter (stryker) was on the ica blockage. Recanalization was achieved in the first pass. The embotrap ii device was used per the instructions for use (IFU) and was deployed from the m1 segment to the m2 segment. Recanalization and a thrombolysis in cerebral infarction (tici) score of 2b was achieved. After the procedure, the patient had post-operative consciousness improvement. Post-op day 1, the computed tomography (CT) scan revealed no signs or symptoms. Two days post-procedure, the patient suffered from cerebral edema and re-occlusion. The patient expired at 8 am two days post-procedure. It was reported that there was no damage to the blood vessel. As the patient was being transported, he suffered from obstruction of the ica to mca. As per the physician, these events are considered serious as they resulted in the death of the patient. The physician specifically states that there is no relationship with the embotrap ii device and the reported events, because the patient suffered from obstruction from the ica to the mca. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20f149av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. There is no medical evidence to suggest that the arterial occlusion and cerebral edema leading to death was related to the embotrap revascularization device. The physician also reported that the event was not related to the embotrap device. Cerebral edema usually develops between the second and fifth day after installation of stroke, but up to one third of patients may have neurological damage in the first 24 hours after the onset of symptoms. Brain-blood barrier changes occur relatively rapidly in acute ischemic stroke. Review of the available information suggests that the cerebral edema is likely the consequence of the patients underlying disease state. Since the root cause of the event cannot be conclusively determined based on the information available for review, further investigation is necessitated. Since the event resulted in a serious health deterioration of the patient and his eventual death and since the relationship of the device to the reported event cannot be excluded; the event is considered MDR reportable with the classification of death. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6) male patient presented with a left internal carotid artery (ica) t occlusion and a left middle cerebral artery (mca) m1-m2 bifurcation occlusion underwent a mechanical thrombectomy procedure on (B)(6) 2020 using a 5mm x 33mm embotrap ii revascularization device (et009533 / 20f149av). A direct aspiration first pass technique (adapt) was performed with the axs catalyst¿ 7 catheter (stryker) was on the ica blockage. Recanalization was achieved in the first pass. The embotrap ii device was used per the instructions for use (IFU) and was deployed from the m1 segment to the m2 segment. Recanalization and a thrombolysis in cerebral infarction (tici) score of 2b was achieved. After the procedure, the patient had post-operative consciousness improvement. Post-op day 1, the computed tomography (CT) scan revealed no signs or symptoms. Two days post-procedure, the patient suffered from cerebral edema and re-occlusion. The patient expired at 8 am two days post-procedure. It was reported that there was no damage to the blood vessel. As the patient was being transported, he suffered from obstruction of the ica to mca. As per the physician, these events are considered serious as they resulted in the death of the patient. The physician specifically states that there is no relationship with the embotrap ii device and the reported events, because the patient suffered from obstruction from the ica to the mca. On 10 december 2020, additional information was provided that indicated because the re-occlusion was due to cerebral edema, the symptom of increased intracranial pressure caused an insufficiency in blood flow and obstruction.